Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had pain under their implantable neurostimulator (ins) like the ins was ¿puching¿ on a nerve. They first noticed this pain following physical activity. The patient thought they had used an inversion table at the time and it was noted that the inversion table was painful but they felt that it helped. This occurred approximately 4 to 6 months prior to the report. The current pain under the ins site was the second occurrence and started on (B)(6) 2016. The patient had taken an 8 milebike ride and within an hour of finishing the bike ride the patient began feeling pain. The patient hadn¿t been biking recently but used to take 20 mile bike rides. It felt like the ins was pressing on a nerve and the pain radiated across around their hip. The ins was implanted in the buttock area above their right cheek. They had a band across their hip and numbness from their knee to their hip. They felt no sensation, only pressure and pins and needles. In the hour or so prior to the report the numbness felt like something was stuck to their leg. The patient had been icing the area and continuing their normal oral medications. The patient was taking percocet and ¿flexerol¿ but when they started to wear off the pain would increase and even sitting on the toilet would be painful. The patient was implanted for cervical radiculopathy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.